Manufacturer narrative:
Thermogard xp ivtm system s/n # (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4). Visual inspection of the returned console showed that the cover deck xp and front cover xp were broken. Additionally, the white rollers and lid pumpers were damaged. Plus the green led (d1) on the coolant reservoir sensor printed circuit board is faulty. The hall sensor wires in pump raceway were not covered with grease. The thermogard console is a reusable device and was manufactured on 04/13/2012. Therefore, these type of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the event log was performed and found multiple mid: 01 (post watchdog) errors to have occurred on the reported event date; thus confirming the reported complaint. Additionally, the mid: 14 (bg power supply) errors were also observed and it's not related to the reported complaint. The console failed the functional testing. The console displayed mid: 01 and mid 14 errors upon powering on. Further investigation showed that the faulty power supply was causing the console to display mid:01 and mid:14 error messages. In addition, the coolant reservoir sensor printed circuit board was also replaced. In summary, the reported complaint was confirmed during event log review and functional testing and was attributed to a faulty power supply. After the power supply and damaged parts were replaced, the console passed all functional and electrical testing criteria.

Event description:
It was reported that the thermorgard ivtm system (s/n: (B)(4)) displayed mid:01 (post watchdog) error message upon powering up. Another system was used to treat patient. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.